Event description:
It was reported that balloon rupture occurred. The 100 stenosed target lesion was located in the mild tortuous and mild calcified superficial femoral artery (sfa). A 2.0 mm x 150 mm x 150 cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4: premarket/510(k): k111295, k162350.